Event description:
It was reported that this patient with this pacemaker developed infection. The device remains in service. No additional adverse patient effects were reported. Additional information indicates that the device has been returned but analysis was not performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental is being filed to correct the outcomes attrib to adv event and initial reporter title and to capture the product return date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this pacemaker developed infection. The device remains in service. No additional adverse patient effects were reported.